Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # ma3131 batch # unknown it was reported by customer that rolling clamp would not engage causing entire bag of IV fluids to leak onto floor. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no medline reference #: 200612787 item: ma3131 quantity affected: 1 ea serial/lot number: na po #: 4516816688 are any samples available for return? Yes reported issue per customer: while priming 500ml normal saline bolus on maxguard 10 drop administration set, attempted to clamp line prior to connecting to patient, but rolling clamp would not engage causing entire bag of IV fluids to leak onto floor.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there are clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.